Event description:
Device could not be interrogated. Patient had a cardioversion and the last transmission to remote monitoring was (B)(6) 2025. Patient was hospitalized for an av node ablation when device could not be interrogated. Device currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.